Event description:
An (B)(6) male patient with a pre-existing condition of juxtarenal aaa and bilateral common iliac aneurysms had a complex aaa repair (evar) which involved a 3 vessel fenestrated proximal piece, distal bifurcate piece, 2 x custom ibd's, and a single graft bridging limb on the right side. The left side custom piece was designed to land and seal in the ipsilateral limb of the distal bifurcate piece. Patient had an endoleak at follow up. The doctor was concerned that the zsle-16-39-zt had a segment without stent reinforcement. On close inspection he felt the stainless steel sealing stents were obviously there but he felt the spiral nitinol segment only wrapped around the body twice, to just below overlap gold marker. After the second "coil" there appeared to be a larger than normal segment with no stent reinforcement until the distal stainless steel sealing stent (1820334-2014-00446). The patient was brought back to theatre at a later date and the device was realigned with an additional device. This improved the proximal and distal sealing zones however a leak from elsewhere continued. The surgeon was still concerned that the original device had what appeared to be a larger than normal segment without stent reinforcement. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). This event is still under investigation. More information will be provided upon conclusion.